Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: during coil introduction into the microcatheter, resistance was encountered. As the coil was safety withdrawn, the coil stretched as a result. No patient injury occurred or reported.